Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. The device's defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. The accessories used at the time of the reported problem were not returned with the device for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrodes pads. Complainant indicated that there was no patient involvement in the reported malfunction.